Manufacturer narrative:
A.5 is unknown. The investigation for the reported access site bleeding has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details was provided. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced access site bleeding. No further information was provided as to the treatment for the reported event. The patient was successfully weaned and the device explanted. The patient survived the explant.